Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges surgical intervention to remove the infected mesh and had resection of the small bowel; also there was evidence of fistulas and the mesh was completely removed. As alleged the patient was injured severely and permanently. Infection and fistula formation are known risks of surgery and are listed in the instruction-for-use as possible complications. DHR review performed identified that the product was manufactured to specification with no discrepancies. Based on the limited information provided at this time, no conclusions can be made. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Per legal court file number (B)(4). It is alleged by the patient's attorney that on (B)(6) 2005, the patient underwent surgery for repair of an umbilical hernia. It is alleged that a bard/davol perfix plug mesh, reference number 0112770 and lot number 43cpd138 was implanted to the patient. It was alleged by the patient¿s attorney that on (B)(6) 2011, the patient underwent an additional surgery to remove the infected mesh and had resection of the small bowel. Also there was evidence of fistulas and the mesh was completely removed. As alleged the patient was injured severely and permanently. As reported, patient has suffered and will continue to suffer from chronic pain, as well as psychological stress and depression. As reported, the patient experienced disability, hospitalizations, additional surgeries and will likely require further other forms of care and medical treatments.